Manufacturer narrative:
(B)(4)

Event description:
It was reported that the blade was shedding. A backup device was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Evaluation codes updated to indicate that manufacturing review was performed.